Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). Carefusion sent an email to the user facility seeking additional patient information. As of december 12, 2014 there has been no response from the user facility. Carefusion field service is in the process of going on site to evaluate the device. Once the evaluation is complete, a follow-up medwatch will be submitted.

Event description:
The following description of the event was documented by a carefusion technician support specialist in response to a phone conversation with a user facility representative(s). "[Name removed] called in an incident on this ventilator. This ventilator, was noticed while on a pt that it was having no audible alarm when the rt disconnected the circuit. There was a visual alarm but no audible alarm. No harm was done to the patient, the rt switched out the ventilator. "[Name removed] the biomed, was able to duplicate the problem. [Name removed] called in to have a service call on this ventilator still under warranty."